Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01027. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. Manufacturer's investigation conclusion: the patient remains ongoing with the lvad device. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital and was septic. The patient was very febrile with complaints of abdominal pain, lactate level of 15 mmol/l, and low hemoglobin. Cultures were (B)(6). The patient was treated with antibiotics for a week, and was taken to interventional radiology (ir) where 60 ml of "chalky substance" from the chest was removed. A CT scan revealed an infection of the outflow graft. The patient was scheduled to return to the operating room for a washout on (B)(6) 2018. No additional information was provided.